Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 03/04/2014 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels elevating to 485 mg/dl with feeling very tired. The reporter indicated that when the cartridge was changed there was only about 100 units in it but the pump still indicated 157 units. The cartridge was no longer available for review but the reporter indicated that there was insulin noted in the cartridge compartment. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the cartridge may have leaked insulin into the cartridge compartment.